Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured as 56 degrees. During the procedure, at 80 percent and at release, the valve was placed at a depth of 3mm; the valve was able to be implanted successfully without complications. Post-implant, during final contrast it was observed that the valve had migrated into the ventricle, and a second 29mm, navitor vision valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.